Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two inappropriate shocks while the patient was exercising. Technical services review demonstrated some irregular r-r intervals and double counting and suggested the patient undergo an exercise stress test to evaluate vectors and sensing for the patient. The s-ICD remains in service and no adverse patient effects were reported.